Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 93 mg/dl on the contour next link 2.4 meter. The customer became unconscious so her family called the emergency services. The customer's mother gave her sugar water, however, she was still feeling unwell and weak. Upon the ambulance's arrival, a testing was performed with their meter and a reading of 22 mg/dl was obtained. The customer was taken to the hospital. No further event details were provided. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. No testing was performed as lot # 0apeg04a of the test strips associated with the event expired in jan-2022. Therefore, the device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.